Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had problems with loading reservoir. The customer stated that the piston was moving slower than usual. Customer stated that they placed reservoir back into insulin pump but would not recognize that reservoir in chamber. The insulin pump will not be returned for analysis.